Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance, reporting high and out of range values of around 130 ohms. Additionally, the health care professional that reported the observations mentioned that recent right ventricular autothreshold (rvat) tests had failed due to the presence of fusion beats. Boston scientific technical services (ts) explained that the daily impedance measurement is a good indication of the system functionality, however this measurement can measure out-of-range due to calcification of the high voltage lead coil, physiological and medication changes. Ts recommended lead evaluation in order to rule out any integrity concerns. Troubleshooting steps were provided, including evaluation of electrical measurements, patient maneuvers and commanded shock testing. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance, reporting high and out of range values of around 130 ohms. Additionally, the health care professional that reported the observations mentioned that recent right ventricular autothreshold (rvat) tests had failed due to the presence of fusion beats. Boston scientific technical services (ts) explained that the daily impedance measurement is a good indication of the system functionality, however this measurement can measure out-of-range due to calcification of the high voltage lead coil, physiological and medication changes. Ts recommended lead evaluation in order to rule out any integrity concerns. Troubleshooting steps were provided, including evaluation of electrical measurements, patient maneuvers and commanded shock testing. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported.